Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was moderately calcified and tortuous and located in the superficial femoral artery (sfa). The balloon was inflated at 10-14atms for 20 seconds during the first inflation. However, the balloon ruptured. The ruptured occurred on the proximal side from the middle of the balloon, and was caused by the calcified lesion. A new device was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
(B)(6).